Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the suture string and fractured anchor off the device. The anchor is fractured below the suture window. All returned items have debris on them. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during the acl reconstruction surgery and synovial cleaning surgery, the tip of the twinfix broke while implantation. The device did not break inside the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.